Event description:
On october 4, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of the sensor. The returned sensor was tested in-house , which revealed a loss of chemical performance. A review of the raw sensor data revealed that signal values steadily decreased after the insertion. This pattern is indicative of oxidation of sensor's chemical component. Oxidation of the chemical component could have most likely resulted in inaccurate sensor readings. This incident does not require any further investigation. As part of resolution, the customer was given a new sensor. B4. Date of this report 31 december 2024. G3. Date received by the manufacturer? 31 december 2024. D9 device available for evaluation? Yes on 18 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.